Event description:
It was reported to philips that there was oil leakage in the x-ray tube heat exchanger and damaged manipulators on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the cooling unit, controller, collimator, and l-arm motor. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).